Event description:
It was reported that there were concerns for premature battery depletion (pbd) for this pacemaker device. The health care professional (hcp) called in for assistance if there would be any chance on extending the battery longevity to prevent the device hitting elective replacement indicator (eri). The hcp requested data analysis on this device. Upon review, the right ventricular (rv) lead threshold measurement was 2.5v @ 1.0ms and auto threshold was apparently struggling to optimize and therefore programmed output to 5.5v @ 1.0ms. Troubleshooting and device optimization options were provided, which would add at least a year to the battery longevity and possibly eliminate the need to replace the device. This device currently remains in service. No adverse patient effects were reported.